Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; highly angulated neck, and severely calcified iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; highly angulated neck, and severely calcified iliac arteries).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck at implant was described as severely tortuous (neck angle was 90 degrees) and measured 22mm in diameter. The right iliac artery measured 13mm in diameter and the left iliac artery measured 17 mm in diameter. The right and left common internal iliac arteries as well as the external iliac arteries were severely calcified. The physician was initially able to track the delivery system; the physician decided to snare the tapered tip and then pull the delivery system through the tortuous vasculature. The stent graft was deployed and then the delivery system was removed, but with difficulty. The physician implanted the contralateral limb and extensions. On angiogram a proximal type I endoleak was observed. The physician elected to place a cuff. The physician had difficulty during removal of the delivery system of the aortic cuff; the tip detached, and the inner member was broken. A snare was inserted through the brachial artery to remove the nose cone and in the process the subclavian artery was cut. No additional clinical sequelae were reported and the patient is fine. A review of a single returned 3d image shows a severely angulated neck (2-90 degree bends). The aorta and iliac arteries were also severely calcified.